Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced vaginal discharge, poorly healing incision and exposed mesh. A cystoscopy, fulguration of hypertrophic vaginal tissue and excision of the exposed mesh were performed.